Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 pf 2. Ref MFR report: 1627487-2013-06912. It was reported the pt is not receiving effective stimulation therapy. The pt has stimulation coverage in his leg but no stimulation in his back. Surgical intervention to address the issue is planned for a later date.